Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2205019. Medical device expiration date: 30-apr-2027. Device manufacture date: 10-may-2022. Medical device lot #: 2205020. Medical device expiration date: 30-apr-2027. Device manufacture date: 10-may-2022. Investigation summary: a device history record review was completed for provided material number 301888 and lot numbers 2205019 and 2205020. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was returned for evaluation by our quality engineer team. The picture sample revealed two different shield designs; however, this is not considered a defect. The alternative shield design is not considered a substantial change in terms of fit, function or intended use. The alternative shield design is an approved and existing shield design for a similar device used for the same application. A validation was performed and completed successfully for the shield. This change was released in (B)(6) 2014. As the use of both types of shields is within specifications, no quality issue could be concluded. At this time, further action has not been determined necessary.

Event description:
It was reported that different-capped syringes were mixed in with an unspecified number of bd soloshot¿ ix syringes from lots 2205019 and 2205020. The following information was provided by the initial reporter: "during incoming control of component batch 2001613277 and 2001618726 (paa0000292), it was noticed that the needle cap of both batches does not correspond to the needle cap of the master sample"